Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic hysterectomy, the handle would not hold the reload tightly. The reload was dropped in to the patient¿s cavity twice. There was no patient injury.